Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient¿s implant area incision was infected, the ins was tested and didn¿t work, so they removed it and waited a year before implanted another ins. No further complications were reported/anticipated.